Event description:
It was reported that the customer's pump screen was not turning on and the quick bolus/wake button was difficult to press. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on troubleshooting steps, including ensuring the pump was connected to a power source, which eventually resulted in the pump turning on to a welcome message screen. The issue stemmed from the pump not charging, and the customer was educated on power management and the necessary steps to reset the pump. The customer understood and acknowledged these instructions.